Event description:
Complaints forwarded a publication entitled ¿left ventricular unloading therapy using impella 5.5 after emergency surgery for acute myocardial infarction mechanical complication: a case report¿ which indicated impella 5.5 support was placed for a patient with a st-elevation myocardial infarction and coronary artery disease. The impella 5.5 pump was placed in the operating room while undergoing coronary artery bypass graft surgery and on-pump. On day four, the patient was diagnosed with a neurological bleed that was intervened upon. Anticoagulation was noted as a possible cause, contributing factor. The pump was explanted after 4.5 days. Later the publication noted the patient expired after 68 days. Medical safety review of the event noted there is not enough information to associate use of the impella device with the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Journal article reference lino et al. (2024). Left ventricular unloading therapy using impella 5.5 after emergency surgery for acute myocardial infarction mechanical complication: a case report. Journal of cardiothoracic surgery 19:381.

Manufacturer narrative:
The investigation of stroke/cva has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report. E4 should have been left blank. G2 report source literature was inadvertently selected.